Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The rep reported that the patient¿s device was located in her left abdomen and was beginning to erode through the skin. The rep reported that the device was replaced. The rep reported that they checked electrode impedance which were all under 800 ohms except one contact. The rep didn¿t have group impedance. The rep was inquiring about ins longevity calculations to know what to replace the current ins with. Additional information was received from the rep on 2018-02-20. The rep reported that the cause of the ins eroding through the skin was not determined. The rep reported that ins was replaced with a non-rechargeable and was able to be placed deeper in the pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the device was lost. No further complications were reported.